Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the outpatient clinic on (B)(6) 2026 with another emergency backup battery fault (ebb) fault. The left ventricular assist device (lvad) team replaced the system controller and ebb. The system controller and ebb was exchanged and resolved the ebb fault.